Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the trigger on the handpiece was sticking in the run position and caused run-on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.